Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was unknown (previously not reported). On an unreported date, the patient was treated with unspecified antibiotics which were discontinued 29 days after event onset. The same day the patient was recovered from the peritonitis event. Concomitant medical product: nepalis pd solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.